Event description:
Related manufacturer reference number: (B)(4). It was reported that during an implant procedure, the right ventricular (rv) lead had dislodged. This was confirmed with fluoroscopy imaging. During another attempt to position the rv lead, the rv lead was unable to be disconnected to the pacemaker. Malfunction regarding the failure to disconnected was alleged on the rv lead and the pacemaker. The pacemaker and rv lead were removed and replaced to resolve this malfunction and complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew to disconnect the ventricular lead was confirmed. Epoxy was found in the ventricular connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.